Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-p592 test kit 20 cards. The customer reported false susceptible results on vancomycin for enterococci. For three (3) different isolates the results were the following: isolate 1: origin: blood culture, vitek 2 ast-p592 vancomycin mic 2 s, vitek 2 ast-p586 vancomycin mic 8 I corrected to r, etest 16 mg/l r, ref.lab. (Rki) mic >16 r. Isolate 2: origin: blood culture, ast-p592 vancomycin mic 1 s reader 1 and reader 2, ast-p586 vancomycin mic >= 32 r, etest: not available, ref.lab. (Rki): not available. Isolate 3: origin: stool, ast-p592 vancomycin mic <= 0,5 s, ast-p586 vancomycin >=32 r, etest: not available, ref.lab. (Rki): not available. The first isolate was reported false susceptible and after confirmation tests it was corrected to the physician. There is no indication or report from the hospital to biomérieux that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of false susceptible vancomycin results for three enterococci isolates in association with vitek® 2 ast-p592 test kit 20 cards. The customer submitted the strains and cards for evaluation. An investigation was performed. The identification of four strains (s1, s2, s3 and s4) was confirmed to the species enterococcus faecium on the vitek® 2 gp card for s1, s2 and s3, and on vitek® ms for s4. The reference method (broth microdilution, bmd) which was the method used for vancomycin development (formulation van04n) on ast-p592 was used to determine the intended result : s1 and s4: bmd van mic = 16 mg/l r. S2 and s3 : bmd van mic = 8 mg/l r. Vitek® 2 v7.01 was used for testing three (3) ast- p592 cards (one from each lot): customer lot 3720256203 . Customer lot 3720263403. Random lot 3720088103). The customer result of mic 1 mg/l s was reproduced on the three lots tested with s1, s2 and s3. The susceptible mic for s4 (van mic >/= 32 r correlated to the reference method) was not reproduced. The underestimation of vancomycin on the ast-p592 card was confirmed in-house for s1, s2 and s3. These results are in essential agreement compared to the reference result. This underestimation lead to a non-detection of the van b like phenotype. The strain exhibits atypical growth behavior. The investigation concluded the vitek® 2 ast-p592 test kit performed as intended.